Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope did not turn on during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There is no image, even when the endoscope was tested on a temporary connector. The charge coupled device unit was broken. In addition, the bending section cover had wear and tear. The connecting tube was scratched. The universal cord was scratched. The bending angle could not angulate sufficiently. There was a play in the angulation control lever when it is turned on. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of device not turning on was the charge-coupled device-unit was broken while the user was handling the device. Olympus will continue to monitor field performance for this device.